Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button required hard presses to elicit a response. The patient noted that the symbol on the up arrow keypad button was worn off. The patient denied evidence any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast and up arrow buttons had intermittent response and required excessive for to evoke a response. The remaining keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.